Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the loading unit was loaded into a representative instrument. The interlock was overridden, the loading unit was cycled without hesitation or binding- the interlock was tested and found to function properly. It was reported that the device did not fire. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: there was an issue with thick tissue application. The product analysis noted evidence that the device was not used as intended. This issue can occur if, application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: select a loading unit with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. Always include the combined thickness of the tissue and of any staple line reinforcement material in use when choosing the proper staple cartridge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a vats (video assisted thoracoscopic surgery) lung wedge surgery, the stapler was unable to fire. The surgeon was able to press the green button but unable to squeeze the handle. A new reload and handle were used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10: concomitant product: 030414 - 030414 endo gia uni 60 3.5 dlu x6, lot# p2a0309s egiaustnd - egiaustnd endogia ultra univ std stap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.